Manufacturer narrative:
Result of investigation: during the inspection, a visual and functional check of the endoscope was performed. The handle, housing, power cable and insertion part are in good condition. The steering mechanism works smoothly and easily. The deflection angles are slightly less than they should be, but as the device has been in use for more than 48 hours, this is acceptable. The light output is 40 mw, the minimum value is 15 mw. The device is airtight, there are no leaks. The image was tested with c-mac 8403 zx sn (B)(6) and c-mac 8404 zx sn (B)(6) both tests took one hour each (2 x 1 hour). The image is still good and the quality is unchanged. No changes in image quality were observed when bending the insertion section and when articulating the flexible part to the maximum in both bending directions. Later, the image disappeared and a white or black screen appeared on the c-mac monitor. The fault described by the customer, "no image is coming from the endoscope" was confirmed. The cause was traced to the zif socket on the pcba board of the device. The flex pcb connector of the imager regularly failed to establish a good connection. This is due to an assembly error when attaching the zif socket to the pcba board of the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "no image is coming from the scope". No negative impact in state of health reported.